Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - n/a.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left heat catheterization interventional procedure using a 6f sheath. Reportedly, the prostyle device worked as intended. However, when the patient was in recovery, access site was bleeding, and a hematoma was noticed. Manual compression was held but the bleeding continued therefore a femostop device was placed. The physician ordered a CT scan, and a retroperitoneal bleed was noted due to a high stick during the procedure. The femostop was adjusted, and complete hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, the account reported a high stick; therefore, the difficulties are likely user error. The reported patient effects of hematoma and hemorrhage are listed in the perclose prostyle instructions for use, as a known patient effects of use with suture mediated closure device procedures. The account noted a high stick and retroperitoneal bleed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states; ¿do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.